Event description:
It was reported that; patient is complaining of lower back pain, postop day 1 acculif 10-16mm cage is expanded, follow up x-rays shows collapse. Lower back pain began 2-3 months after implantation. No revision planned.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the reported event of loss of height of the cage was confirmed based on the images and medical records provided. It was confirmed that the three critical internal components are all present: stairs, link, and spring upon visual inspection. A manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Conclusion: the combination of activity, patient lifestyle and bmi were likely contributing factors of early device failures for both the primary surgery and revision surgery.

Event description:
It was reported that; patient is complaining of lower back pain, postop day 1 10-16mm cage is expanded, follow up x-rays shows collapse. Lower back pain began 2-3 months after implantation. No revision planned.